Event description:
Reportable based on device analysis on 09sep2025. It was reported that the device failed to cross the lesion. The 85% stenosed lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A guidezilla ii, 6f was selected for treatment, but the device could not cross the lesion's anatomy. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure. However, device analysis revealed a collar weld plate separation.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Inspection revealed that there was a collar weld plate separation.